Event description:
This is filed to report the thrombus that was observed on the clip during the procedure and is considered a serious event. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. After a successful transseptal puncture, the steerable guiding catheter (sgc) was inserted. Next, the clip delivery system was advanced to the left atrium (la). At this point, before the clip was steered down to the valve, thrombus formation was observed at the clip. The mitraclip system was removed and the procedure was aborted. The mr remained at 3-4 and no clip was implanted. No treatment was performed. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, analysis of the complaint device could not be performed because the product was not returned. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record revealed no manufacturing non-conformities that would have contributed to the reported event. In this case, there was no reported device malfunction. The reported patient effect of thrombosis, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.